Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2016 with the following findings: during investigation, a visual inspection of the pump showed that the audio bolus button cover was detached/missing from the pump. The audio bolus button response was unable to be tested due to the detached audio bolus button. Unrelated to the complaint, the pump powered on with a dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was reported that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.